Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was motor vehicle with multiple severe head injuries, facial and extremity fractures. The patient required tracheostomy and gastrostomy (g-tube) placement along with facial fracture fixation, which would result in long term immobilization. The ivc filter was deployed just below the level of the renal veins. The patient tolerated the procedure without any difficulties. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to tilt, migration of the filter, perforation of the filter struts, fracture of filter struts, filter struts are embedded and unable to be removed. Approximately fourteen years later, the patient presented with persistent back pain. An elective attempt at percutaneous retrieval was done. Under ultrasound guidance, using the loop snare, the surgeons snared and obtained good access to the top cap of the filter. The sheath was advanced over, and the surgeons attempted to pull the filter into the sheath without success. Multiple attempts to snare from the bottom were also tried without success. Biopsy forceps were tried, they were able to loosen the bottom part of the filter but were unable to obtain a good grasp on it to retrieve it. Using a laser sheath, a laser filter removal device was applied to the top cap to try to retrieve this; the upper half of the filter was removed; however, the bottom half was still in situ. Venacavogram was performed; this revealed no evidence of significant injury, but it was decided to evaluate an area near the right renal vein with intravascular ultrasound. This revealed no significant damage to the vena cava. Struts from the filter were left in situ. The patient emerged from anesthesia, was extubated and conveyed to recovery in satisfactory condition. Per the patient profile form (ppf), the patient reports fracture of the ivc filter, perforation of the filter strut(s) outside the ivc, migration of the entire filter other than to the heart, tilting of the ivc filter, filter embedded in wall of the ivc, device unable to be retrieved. The patient further reports anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and back pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to tilt, migration of the filter, perforation of the filter struts, fracture of filter struts, filter struts are embedded and unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, paint and suffering, and other damages. The following additional information was received per the patient¿s implant records, the filter was implanted as the patient was involved in a motor vehicle collision and sustained multiple severe head injuries, facial and extremity fractures. As a result, the patient had been intubated for three days and needed a tracheostomy and gastrostomy (g-tube) placement along with facial fracture fixation, which would result in long term immobilization, hence, the need for an inferior vena cava (ivc) filter placement for continuing multiple injuries. The ivc catheter was placed under fluoroscopy guidance, and the ivc filter was deployed just below the level of the renal veins. The patient tolerated the entire procedure without any difficulties. Per the medical records provided, approximately fourteen years later, the patient presented with an indwelling inferior vena cava filter, permanent type, with persistent back pain. After extensive discussion with the physician, the patient chose an elective attempt at percutaneous retrieval. Under ultrasonographic guidance, the surgeons gained access to the right common femoral vein. A glidewire was advanced and then using the loop snare from the neck, the surgeons snared their way through and obtained good access to the top cap of the filter. The sheath was advanced over, and the surgeons attempted to pull the filter into the sheath without success. The surgeons then spent two hours trying to gain access to the bottom side of the filter using the same technique. Multiple tines were fractured at the time of presentation. The surgeons were ultimately unable to obtain access to the filter this way, so they tried to loosen it up using a biopsy forceps. Ultimately, they were able to loosen the bottom part of the filter but were unable to obtain a good grasp on it to retrieve it into the filter. Laser sheath was brought down over the looped guidewires from the neck. Using a laser sheath, a laser filter removal device was applied to the top cap to try to retrieve this; however, the upper half of the filter was removed, but the bottom half was still in situ. Venacavogram was performed; this revealed no evidence of significant injury, but it t it was decided to evaluate the area near the right renal vein with intravascular ultrasound. This was done and revealed no significant damage to the vena cava. There were some struts from the filter left in situ. After multiple hours of attempting to retrieve these remaining struts, the surgeons elected to terminate the procedure. The sheaths and wires were removed with hemostasis obtained by manual compression. The patient emerged from anesthesia, was extubated and conveyed to recovery in satisfactory condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years post implantation. The patient reports fracture of the ivc filter, perforation of the filter strut(s) outside the ivc, migration of the entire filter other than to the heart, tilting of the ivc filter, filter embedded in wall of the ivc, device unable to be retrieved in addition to an unsuccessful percutaneous removal procedure attempt approximately fourteen years after the filter was implanted. The ivc filter fractured and the fractured filter struts are retained within the ivc. The patient further states that evaluations of the filter reported fracture, perforation, migration and tilt. The patient sought removal of the trapease ivc filter which was only partially removed. Fractured struts were embedded and unable to be removed. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to tilt, migration of the filter, perforation of the filter struts, fracture of filter struts, filter struts are embedded and unable to be removed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to tilt, migration of the filter, perforation of the filter struts, fracture of filter struts, filter struts are embedded and unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, paint and suffering, and other damages.